Event description:
Additional information was received from the patient on april 26, 2024. They reported the "electrical shocks" on their right side only happens when they have to lay back, such as when they go to bed, the doctor's office or when getting a haircut. The pt reported they now turn stimulation off before they do these things. That is the only actions they have taken and did not report any further actions to address this. Patient weight was requested and provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G3 correction: updated/corrected the aware date to 2024-apr-26. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient regarding an implantable neurostimulator. The reason for call was a couple days ago on friday or saturday the pts could not check their position in the menu. Patient noted they were getting zapped on their right hand side which was due to the pt not being about to check their position. During call patient service walked patient through turning adaptive stim back on since it was turned off. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient (pt). It was reported that when the patient has the unit on when they go to bed, they always start out laying down on their right side; in doing so, they get electric shocks shooting down the right side of their body for about 20 seconds or so until they get settled. Pt noted they don't feel a lot of pain up their spine, but most of their pain in their back is across the sacral area, with not much relief.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.